Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller had an electric cardioversion during this cardioversion the ins was switched off when trying to interrogate the ins with the patient programmer afterwards an error message appeared that all data on the ins was lost. Caller was advised to contact his attending hcp in order to reprogram the ins.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.